Event description:
It was reported that a no flow was experienced when using a one-link connector. This occurred during infusion. Once the device was removed flow was observed. There was no patient injury, medical intervention or adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, it is known that they were a pediatric patient. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.